Manufacturer narrative:
No product has been returned for evaluation. Should new information becomes available a follow up MDR will be submitted.

Event description:
Received information stating patient was taken to the ER due to low bg's (29 mg/dl). Patient was treated with a sandwich and sugar water to help bring bg levels up.